Event description:
It was reported that (2) devices were used during a prostate procedure. It was reported by the affiliate that the lcsc5's, used with a h2tuv, emitted noises after 2 minutes and had no function. Another instrument was used to complete the case. There was no consequence to the pt.